Event description:
The pt underwent a rotator cuff repair and subacromial decompression surgery using two opus speedscrew 5.5 implants. For the first implant used, the device failed to tension during the loading of the suture into the implant and the implant was removed and second implant placed in the same bone hole. During the tension of the second implant, the cross pin broke and the surgeon could not use the device as proper tensioning was not achieved. The surgeon elected to move to a mini-open procedure to complete the repair using a bone tunnel.

Manufacturer narrative:
The pt info was requested but was not available. A lot history review was performed for the device lot. No abnormalities were identified that would lead to the reported product problem. The device was received in a complete deployed position; however, the implant did not detach from the inserter handle due to a broken cross pin. The white magnumwire was present. The distal suture loop was cut loose from the tissue and it slit through the anchor. The green snare line was found wrapped around the reel without clinical suture. The white snare line was found on the returning side of the barrel shaft. The inspector completed the snare reeling and it was found intact and without clinical suture on the loop. The root cause for the broken cross pin is believed to be due to over tensioning the clinical suture. A second device used in the same procedure was filed under MDR 2032380-2010-00027. (B)(4).